Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that an accutrac single use holmium laser fiber was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the physician noted that the laser fiber tip broke off inside the patient within a second or two. The tip of the laser fiber burned back quickly all the way to the jacket. It was reported that the broken fragment was successfully flushed out from the patient. The procedure was completed with an accumax 365 flat tip fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.